Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the eri was unknown. The rep told the patient to take a picture if the issue happened again. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that there was an elective replacement indicator (eri) message seen. It was noted that based on the longevity estimate provided, the eri did not seem appropriate. The rep was to investigate the eri further and perhaps get an image of the eri message. The rep later reported that the patient didn¿t see the message this time around and he saw it yesterday. The rep reported that the patient got out his manual and said it matched the eri message (call your doctor and eri). The rep asked the patient if it could have been a power on reset (por) and he stated he¿s certain it was eri. The rep asked the patient to take a picture if he saw the message again. The rep reported that the patient saw the eri on the patient programmer (pp). The rep noted that they tried connecting to the ins with both the recharger and pp. No further complications were reported.